Manufacturer narrative:
The investigation determined that non-reproducible vitros amon results were obtained from a single patient sample run on a vitros 350 chemistry system. The patient results were non-reproducible when comparing performance between two different vitros amon reagent lots. Maintenance actions that included cleaning of the microslide incubator were performed, however, the investigation cannot conclude that these actions were directly related to the root cause of the event. Additional investigative actions were recommended, however the customer refused to complete these actions or provide additional information. The investigation was unable to determine a definitive root cause. Protocol factors, including sample and/or reagent handling, or ammonia contamination of the microslide incubator cannot be ruled out as potential contributing factors. However, the root cause of this event is unknown.

Event description:
The customer obtained non-reproducible vitros amon results from a single patient sample run on a vitros 350 chemistry system. Amon results of 113 and 160 ¿mol/l were obtained from the same patient sample using two different vitros amon reagent lots. The expected vitros amon value for the patient sample in question was not confirmed. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no allegation of patient harm as a result of this event. (B)(4).